Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had air/water leakage in the air/water channel during preparation for use for an unknown diagnostic procedure. There was no injury to the patient, and there was no delay in the procedure. The procedure was completed using a similar device. Upon inspection and evaluation, error e315 occurred. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿air/water leakage in the air/water channel " was confirmed. The following findings were noted during device evaluation: water supply failure due to the broken air/water cylinder, waterproof failure due to the broken air/water cylinder, the gap on up/down knob is out of specifications due to the worn angle-wire, there is corrosion from scope connector cover unit due to the leakage, scope connector is corroded, universal cord is corrugated, suction cylinder is peeled off, the control unit got heated due to the cut uc cable unit, air/water cylinder is deformed, scope cover is dented, bending section adhesive is detached, and angulation in the up direction is out of standards due to the worn angle-wire. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, error message e315 occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image: -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.